Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR:it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a heavily calcified unspecified artery. An unspecified guide wire was placed. Then 2.25mm x 20mm promus premier¿ stent was selected however the stent fell off the delivery balloon while outside the patient's body. The physician noted that there was a kink on the guide wire so he suspected that it was the reason why the stent was detached.